Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the joystick on/off - drive select switch causes the chair to changed drives, like it's skipping drives.